Event description:
Procedure: diagnostic laparoscopy. According to the reporter: the balloon broke and a portion of it fell into the patient. The device component was removed from the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/02/2015.